Event description:
Philips received a complaint on the heartstart xl indicating that the self-test failed. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to a capacitor failure. The root cause of the capacitor failure could not be determined. The issue was resolved, and the product is back in service. However, customer did not provide the detailed information about how device was repair.

Manufacturer narrative:
(B)(6).